Event description:
A report was received that the patient experienced pain at the midline incision site and uncomfortable sensations. The patient underwent a lead revision procedure where the leads were replaced. The physician was unsure if the leads were broken or damaged. He was also unsure if the midline incision pain was related to the device or procedure. The patient was doing well post-operatively.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70 serial # (B)(4) description: linear st lead, 70cm model #: sc-4318 lot # ni description: clik x anchor.

Event description:
A report was received that the patient experienced pain at the midline incision site and uncomfortable sensations. The patient underwent a lead revision procedure where the leads were replaced. The physician was unsure if the leads were broken or damaged. He was also unsure if the midline incision pain was related to the device or procedure. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4318, lot # 18538858, description: clik x anchor. The returned devices were analyzed and the complaint was not confirmed. Sc-2218-70 sn (B)(4): the leads passed all tests including visual/x-ray, impedance, diameter, and electrode pitch tests. Device exhibits normal characteristics. Sc-4316: a review of the manufacturing documentation for the clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced pain at the midline incision site and uncomfortable sensations. The patient underwent a lead revision procedure where the leads were replaced. The physician was unsure if the leads were broken or damaged. He was also unsure if the midline incision pain was related to the device or procedure. The patient was doing well post-operatively.